Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported in (B)(6) 2012, the patient is s/p sling and has history of intermittent gross hematuria, urinary frequency, stress urinary incontinence, recurrent urinary tract infections, pelvic pain, vaginal pain, urololithiasis chronic diarrhea, and rectal pain. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence. It was reported that several physicians recommended the patient have the mesh removed. The patient is unable to have a mesh revision/removal procedure due to poor health and the risks associated with surgery. The patient experiences pain, bleeding, retention, incontinence, dyspareunia and infections. (B)(4). Dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.